Event description:
I learned on the local news about the FDA hearing on lasik tomorrow. I have had an adverse event related to my lasik and did not know there was a forum to compile data like mine until now. So I wanted to report it so that the FDA could have more complete information on the outcomes of the procedure. In 2006, I had lasik performed on both eyes at a facility. My doctor performed the surgery and both facility and dr. Said that I was a very good candidate for the surgery. By all reports, the surgery went well. Within a week after surgery, my eyesight was 20/20 and I was very pleased with the results, but after I stopped using the mandatory antibiotic eyedrops, my eyes became severely dry. I literally would wake up in the middle of the night with my eyeballs stuck to my eyelid and I couldn't open my eyes. It's been a problem ever since and I still have to use restasis 2x per day, which I can't say has helped very much. In addition, my eyesight has deteriorated to 20/50 and I have to wear glasses again. I'm told that it was the way I healed that caused the deterioration in sight. In addition, in my right eye, which was the most corrected, I have continued to have a dull ache or soreness that remains. My doctor can't explain that part.